Event description:
It was reported that the patient presented in clinic with atrial fibrillation. The device was not sensing the episode. Atrial sensitivity was reprogrammed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.